Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump while trying to upload to carelink. Customer stated that her husband may have used the battery for a while in another device before she tried it in the pump. Customer's current blood glucose was over 80 mg/dl. Customer declined to troubleshoot for the failed battery test.